Event description:
The user claims that results are not being saved to the suspect device's memory. Their family found them unresponsive and gave them cookies to eat. Controls were out of range. The device was replaced and requested to be returned for evaluation.